Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an accumax laser fiber was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the fiber broke and burned the physician's finger as it was advanced into the patient. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of fiber broke. Reported event of burn to the physician. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
One accumax 200 laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measured 0.5mm and appeared used. The pattern on the fiber tip was consistent with normal degradation. There were no signs of imperfections or damage to the laser fiber. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and scattered with an effective transmission of 44%. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an accumax laser fiber was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the fiber broke and burned the physician's finger as it was advanced into the patient. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.